Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an incident occurred where sterile water could not be drained during a balloon expansion test of foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first one showcases an overview of the three-way silicone catheter with sample port and syringe. The second photo zooms into the catheter balloon and tip and the last photo shows the catheter cap and lot number. It was also received one 3 way all silicone foley catheter and syringe. The catheter was balloon was inflated with the returned syringe and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed, concentricity was found within specification. Catheter rested with no leaks. The returned syringe was connected, and it was able to return the 10 ml of solution without issues or cuffing in 51 seconds. The reported event was not confirmed. DHR is not required since the reported failure was unconfirmed. Labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an incident occurred where sterile water could not be drained during a balloon expansion test of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an incident occurred where sterile water could not be drained during a balloon expansion test of foley catheter.